Manufacturer narrative:
(B)(4) - eval for the returned product shows that the panel side a & b zipper slider bodies are open. (B)(4).

Event description:
Customer claims that the zipper on the main access panel does not close properly when they try to zip it up. There was no pt incident or injury reported.